Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed overload error messages and high ma error messages and was not emitting x-rays and was locking up. There is no report of pt injury or death.